Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged ventricular setscrew block and foreign material (fm) on the setscrew block threads. The returned device indicated a damaged ventricular grommet with fm on the bottom surface of the grommet. The returned device indicated a loose/detached ventricular set screw with a damaged set screw head, fm in the setscrew socket and damaged threads. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, it was impossible to tighten the setscrew after the lead was inside the connector port of the implantable pulse generator (ipg) device. A problem with the setscrew or screw thread was suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.